Manufacturer narrative:
This event was previously reported under manufacturer report number 1415939-2018-00168, with the incorrect manufacturing location. Any further information will be provided under this MDR report number. An investigation was performed by reviewing the complaint text, service history, tracking and trending metrics, and the current labeling for the magnesium package insert and the architect system operations manual. Review of complaint activity did not identify other complaints for the likely cause lot 99555un18. Tracking and trending for the magnesium assay determined there were no adverse or non-statistical trends. No nonconformances were identified related to this issue. A review of the product labeling concluded that the issue is sufficiently addressed. No systemic issue or deficiency of the architect magnesium assay was identified.

Event description:
The customer reported a falsely elevated architect magnesium initial result of 7.18 mg/dl. Repeat result was 1.88 mg/dl. No impact to patient management was reported.